Manufacturer narrative:
Follow-up #1; date of submission: 12/23/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 12/02/2014 with the following findings: the reported issue could not be adequately investigated due to an unrelated display issue, which was captured under pi# (B)(4); no conclusions could be determined in regards to the reported issue. There was no evidence of short battery life or excessive battery usage observed in the black box data. The pump case was removed, and no evidence of internal damage or defect was found. The following findings are unrelated to the reported issue: the battery compartment was cracked in the thread area. The threads of the returned battery cap were stripped. The returned battery cap was unable to secure to the pump case per the instructions for use (IFU) due to the battery compartment and cap damage, and the pump was unable to maintain power.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged that battery life was shorter than expected. Also, it was reported that the threads of the battery compartment were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.